Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted. During device changeout procedure on (B)(6) 2012 it was observed that there were connection issues with an attempted device. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).